Event description:
It was reported that the patient had his ams800 artificial urinary sphincter cuff replaced on (B)(6) 2018 due to recurring incontinence and urethral atrophy, "downsize cuff". A 4.5cm was removed and replaced with a 4.0cm cuff. No further patient complications were reported in relation with this event.

Manufacturer narrative:
Device evaluation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of procedure was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter cuff replaced on (B)(6) 2018 due to recurring incontinence and urethral atrophy, "downsize cuff". A 4.5cm was removed and replaced with a 4.0cm cuff. No further patient complications were reported in relation with this event.